Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2 device ruptured during filling. The total fill volume was reported to be 101 ml. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. The root cause for ruptured reservoirs is currently being investigated under CAPA# idc-CAPA-(B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.